Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Patient representative reported "debilitating physical pain," "anxiety," "suffered emotional distress," "depression, mental suffering," "seroma, accumulation of fluid." Patient representative additionally reported "post-traumatic stress," "chronic insomnia," "gi upset," "disability," and "loss of quality of life"; these events are not device-related. Device has been explanted.